Event description:
On (B)(6) 2013, the patient¿s husband/reporter contacted animas on behalf of the patient to report that the patient was hospitalized with elevated blood glucose of 600 mg/dl after the animas pump was inadvertently suspended for 12 hours. The patient was taken off of insulin pump therapy and was treated with IV insulin at the hospital. During troubleshooting, the reporter was educated about the suspend/resume feature. The reported issue was resolved with training. This complaint is being reported because the patient required hcp medical intervention for hyperglycemia after the subject pump was suspended for 12 hours.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/12/2014 with the following findings: a review of the pump histories indicated that the last basal and bolus deliveries occurred on (B)(6) 2013. A review of the suspend history showed that the pump was suspended from (B)(6) 2013 15:07 until (B)(6) 2013 10:40, and from (B)(6) 2013 00:01 until (B)(6) 2013 12:00. A review of the total daily dose history showed 0.00units for (B)(6) 3013. The pump history showed that on (B)(6) 2013 at 16:24 a 0.00unit basal program was set. The next recorded basal delivery was on (B)(6) 2013 at 14:32. A review of the alarm history showed activity indicative of normal pump use. A 10unit normal bolus and a 10unit audio bolus were successfully performed and accurately recorded in the pump history, and the remaining units were correctly calculated during investigation. The pump was exercised for 24 hours with no alarms occurring. The pump passed a delivery accuracy test and was found to be operating within required specification. There was no defect found on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.